Event description:
A malfunction alarm was reported without any notable events preceding it. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the caller in doing so, and confirmed the issue did not recur. The customer was advised to continue using the pump and to reach out if the problem reappears.